Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during an interventional endovascular procedure, the 155 cm. Saber 5 mm. X 10 cm. Balloon catheter (bc) ruptured at six atmospheres (6 atm.) During inflation/post-dilation. The product was successfully removed from the patient. Another (unknown) bc was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the right superficial femoral artery (rsfa). The lesion was reported to be: a 100% stenosis, heavily calcified and moderately tortuous. Additional information received indicated that there was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There was no reported problem noted either deploying the stent or after deploying the stent. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. The following information was not known: if a stent was implanted (as the bc was said to be used for post-dilation), what was the approach for the procedure, if the device prepped normally (i.e. Maintain negative pressure), what contrast media are you using (brand and manufacturer), what was the contrast to saline ratio, what type and brand of inflation device was used (indeflator/syringe), was the same indeflator used successfully with other devices, was there any resistance/friction while inserting the balloon through the rotating hemostatic valve, was there any resistance/friction while inserting the balloon through the guide catheter, was there difficulty advancing the balloon catheter through the vessel, was there difficulty crossing the lesion, was the catheter ever in an acute bend, did the balloon catheter kink while being used, was the balloon catheter removed easily from the patient, vessel, etc. No additional information is available.

Manufacturer narrative:
During an interventional endovascular procedure, the 155 cm. Saber 5 mm x 10 cm balloon catheter (bc) ruptured a six atmospheres (6 atm.) During inflation/post-dilation. The product was successfully removed from the patient. Another (unknown) bc was used to complete the procedure successfully. There was no reported patient injury. The target lesion was the right superficial femoral artery (rsfa). The lesion was reported to be: a 100% stenosis, heavily calcified and moderately tortuous. Additional information received indicated that there was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There was no reported problem noted either deploying the stent or after deploying the stent. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. The following information was not known: if a stent was implanted (as the bc was said to be used for post-dilation), what was the approach for the procedure, if the device prepped normally (i.e. Maintain negative pressure), what contrast media are you using (brand and manufacturer), what was the contrast to saline ratio, what type and brand of inflation device was used (indeflator/syringe), was the same indeflator used successfully with other devices, was there any resistance/friction while inserting the balloon through the rotating hemostatic valve, was there any resistance/friction while inserting the balloon through the guide catheter, was there difficulty advancing the balloon catheter through the vessel, was there difficulty crossing the lesion, was the catheter ever in an acute bend, did the balloon catheter kink while being used, was the balloon catheter removed easily from the patient, vessel, etc. No additional information is available. The product was not returned for analysis. A device history record (DHR) review of lot 17336341 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, moderate tortuosity and a rate of stenosis of 100% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.